Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during functional testing, the power module was found with a missing streamline battery clip and had deteriorated rubber feet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing streamline battery clip and damage to the rubber feet of the power module was confirmed. Power module, serial (B)(6), was evaluated by the service depot. The unit came in for functional testing with a missing streamline battery clip and deteriorated rubber feet. The clip and feet were replaced. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer site and is ready for use. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.